Event description:
It was reported that this left ventricular (lv) lead was explanted due to fractured lead with prior poor placement. This lv lead was surgically abandoned. No additional adverse patient effects were reported.